Event description:
Sometime after undergoing placement of a 55cm trapease filter in a non-mega vena cava (was not over 30mm), the patient had a bowel movement, and afterwards stood up and expired. The autopsy revealed that the filter had migrated to the right ventricle. The patient's weight was over 400 pounds. During the procedure, a cavagram was conducted, but the vena cava was not measured. Additional information has been requested and response is pending.

Manufacturer narrative:
The product will not be returned for evaluation and testing.